Manufacturer narrative:
Weight, ethnicity, race:unk. Claim#: (B)(4).

Event description:
In the article, "early outcomes of anterior segment parameters after implantable collamer lens v4c implantation," within the eyes studied: 3 eyes in the postoperative iop at 2h was 21 to 30mmhg, which was controlled by carteolol eye drops until normal, 5 eyes with iop larger than 30 mmhg and were immediately lowered to less than 15 mmhg via primary incison drainage.